Manufacturer narrative:
(B)(4). Device analysis for ins nkm112082s revealed no significant anomaly. The ins battery normal end of life. Telemetry and output was okay.

Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) only stimulated for two years. The cause of the event was unknown. Impedances were measured to be okay. The ins was replaced and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.